Event description:
User facility reports that 3 unused cauteries were found to have activated while in the sealed pouch. Two cautery pouches had a hole burned in the pouch and one pouch was melted. No further damage occurred.